Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking; however, there were no visible cracks. Blood glucose was 229 mg/dl and a bolus was delivered to address bg. Customer declined to complete a pump system check with tandem technical support.